Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty fan. Additional findings were as follows: front panel mouth was cracked; and bad scope socket (locking mechanism not protecting the pins). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an e101 error (temperature error). The event occurred during preparation for use of a diagnostic procedure. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a fan failure was observed. Therefore, it was determined that heat exhausting function did not work properly, hence, the indicated ¿e101 error¿ (clv temperature error) and ¿overheat¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.